Event description:
Is was reported that this recently implanted implantable cardioverter defibrillator (ICD) system was exhibiting right atrial (ra) lead loss of capture. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) system was exhibiting right atrial (ra) lead loss of capture. The ra lead was dislodged and repositioned. No additional adverse patient effects were reported.